Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during a procedure at the user facility the core impaction drill intermittently disconnected, resulting in a 30 minute delay requiring the use of additional anesthesia. The procedure was completed successfully using the same device; no other adverse consequences or medical intervention were reported.

Manufacturer narrative:
The reported event was not duplicated, but the technician found corrosion on the sockets.

Event description:
It was reported that during a procedure at the user facility the core impaction drill intermittently disconnected, resulting in a 30 minute delay requiring the use of additional anesthesia. The procedure was completed successfully using the same device; no other adverse consequences or medical intervention were reported.